Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous mid right coronary artery (rca). A 20mm x 2.50mm apex balloon catheter was advanced to the target lesion and during inflation ruptured at 10 atms. The balloon catheter was removed. The procedure was completed with a nc quantum apex balloon catheter and deployment of a 3.0x24 liberte stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the unit has not been returned to bsc; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).